Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: passed out, very bad headache, acted drunk. A patient reported they were passed out. Unknown if he went to the hospital. Their meter allegedly would only prompt clean test area message. The result on their meter was unable to test. There was no comparison. Treatment was unknown. No further info has been reported.